Event description:
It was reported to vyaire medical that the ventilators alarm 316 was active during the original issue with tf 401. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #: unable to determine entire UDI# as information was not provided. G4: PMA/510(k) #: sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: b5, g6, h2, h3, h6 and h11. Findings / root cause: the customer's reported complaint was able to be confirmed via log file analysis and the issue was attributed to a faulty main electronics pcba.

Event description:
Additional information received indicates that the customer was able to send logfiles for further investigation.